Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contusion of hip, low back pain, parity 2 and gravida ii. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems: vag. Infection"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy total vaginal laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, intermenstrual bleeding, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, intermenstrual bleeding, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2012 essure confirmation test were performed. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Discrepancy noted:date(s) of insertion: (B)(6) 2012. The essure coil was then placed without difficulty and with 6 coils remaining on the outside of the ostia and into the uterine cavity. On the right side, we also placed without difficulty with 5 coils that were left. Lot number:910507, manufacturing date:2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contusion of hip, low back pain, parity 2 and gravida ii. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems: vag. Infection"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy total vaginal laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, intermenstrual bleeding, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, intermenstrual bleeding, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2012 essure confirmation test were performed. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Discrepancy noted:date(s) of insertion: (B)(6) 2012, (B)(6) 2012. The essure coil was then placed without difficulty and with 6 coils remaining on the outside of the ostia and into the uterine cavity. On the right side, we also placed without difficulty with 5 coils that were left. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: (B)(6) 2021: mr received. Reporter information added. Device removal details added. Case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.